Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The customer was advised to replace their device as this device was out of warranty and does not have any repair options available. The customer will not be returning their device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). In this condition, the device would likely not have sufficient power available in order to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.